Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. Pump error alarm confirmed in pump history with variable due broken trace at pin 1 on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose was unknown. It was reported that low battery alert for less than one week. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.